Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following fields: b5, g2 ("company representative" added as the contact is an olympus employee also), h2, h3, h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (5) years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, the processor has some broken parts inside the slot where the scope is plugged in. However, it is not possible to establish the root cause. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred during preparation for an unspecified procedure.

Manufacturer narrative:
E1 (full establishment name): (B)(6). The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center processor had some broken parts inside the slot that plugs the scope in. It is unknown when the issue occurred. There were no reports of patient harm.